Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Reportedly, the pump was charging at the time. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.